Event description:
It was reported the venous probe on the cardiohelp device would work intermittently while performing an (B)(4). The svo2 probe kept going out every 15 minutes. The probe would then have to be taken off, re-initialized and replaced. After 15 minutes, dashes would appear and the entire process would have to be repeated. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag is aware of excessive electromagnetic interference occurring during patient transport (inter-hospital and outside the typical clinical environment) which can lead to the failure of the venous probe. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).